Event description:
The customer reported to olympus, during preparation for use, the visera 4k uhd camera control unit exhibited communication error e116 and exhibited a ¿turn off¿ request. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, since the product has not been returned to the repair department and no additional information has been obtained, the cause of the failure of this product could not be determined. However, an onsite inspection was performed and despite not having found the error e116 described by the client, it was determined that the internal dirt of the device could have likely caused the aforementioned error, and by cleaning the device internally, it will be fully functional. Also, it was confirmed from the instruction manual that the e116 error is an "abnormality error" notifying that "this product has failed". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.